Manufacturer narrative:
This report is related to the following patient identifier: (B)(6). E1/initial reporter establishment name: (B)(6) medical center. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it was likely the device was not being used according to the instructions for use (IFU) as cap came off the endoscope because it was not secured to the endoscope with medical tape. Additionally, it has been found that when attaching the cap to the endoscope, attempting to forcefully attach it may cause the cap to tear. It is possible that part of the cap tore during attachment, and the tear in the cap grew larger while the endoscope was in use. The event can be detected/prevented by following the instructions for use which state: "use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, patient or operator injury, malfunction or equipment damage may result. If you encounter strong resistance when mounting the instrument on the endoscope, apply a water-soluble lubricant to the endoscope attachment section. Do not use vaseline (or any lubricant that contains petroleum jelly), olive oil, alcohol, or the xylocain spray to lubricate the instrument. Doing so could cause equipment damage or cause the instrument to fall off of the endoscope inside the patient. Be sure to wipe away any excess lubricant before mounting the instrument and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage. Do not retract the distal end of the endoscope into the splinting tube when this instrument is used in combination with the splinting tube. Otherwise, the mucous membrane can be caught between the endoscope and the splinting tube, and patient injury, perforation, and/or bleeding can occur." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic endoscopic submucosal dissection (esd) procedure, the disposable distal attachment cracked vertically and fell off the gastrointestinal videoscope during insertion. The device fell off into the stomach and was retrieved with forceps. The procedure was completed with a replacement device. There were no reports of patient harm. Additional information was received from the customer. The customer stated they did not use tape to wrap and secure the product to the distal end of the endoscope. The product was wiped down after using lubricant. There was no possibility of vaseline or other lubricants adhering to the product.